Event description:
The facility reported an infusion pump with failure code 810:11. It was not specified if this failure code occurred while infusing on a patient. The facility representative stated that no patient injury was reported n this pump since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.